Event description:
It was reported that three weeks after a catheter revision (reference MFR report # 2182207-2009-01458), the patient experienced a loss of effect. The pump and catheter were replaced. No patient outcome was reported. The pump contained baclofen.